Event description:
The user facility reported that had an impella cp that was caught under the papillary and was being repositioned but, the pump came across the valve and was unable be re-deliver. The patient additionally had signs of hemolysis. The impella cp was explanted and replaced without any harm or injury.

Manufacturer narrative:
The investigation into the reported positioning and possible hemolysis has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on clinical description, the root cause of positioning issue was most likely due to use issue and the root cause of hemolysis was unable to be determined as no product was returned for review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿